Event description:
It was reported that the patient had a problem recharging. The patient recharged in 2009, but stimulation stopped in the middle of the night in 2004. The patient was seeing the poor communication screen. The patient was not able to adjust stimulation with or without the antenna, and was continually getting the poor communication screen. The patient had no stimulation sensation. The patient noted that when the stimulation was off the patient had issues with high blood pressure. The patient had only ever had the stimulation off once in the previous two years. It was later reported that it was unknown if the event was attributed to the implanted system. It was reported that the patient had cardiac issues, and that the patient did experience hypertension when the device was off due to increased pain. The patient's outcome was reported as no injury. Additional information received reported that the patient's neurostimulator was repositioned. Following that the patient was doing well and was happy.